Event description:
It was reported to philips that the x-ray cut off and the system went down during use on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
It was identified that further service activities were required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).